Event description:
It was reported of a device malfunction (water leak). Discovered upon opening. No injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) pictures were received for evaluation. Visual inspection of picture one shows the box of a fluid warmer product with a label and the words ?too dirty to clean". Picture two shows a fluid warmer inside its clear pouch; the fluid warmer's lines are filled with blood. Per the pictures attached the reported failure mode is not visible. The complaint is not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).